Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple auto-mode switch episodes were observed via remote transmission. Review of the stored electrograms revealed the ams episodes were inappropriate due to oversensing on the atrial lead. The cause of oversensing was unknown, but lead insulation breach was suspected. The oversensing appeared to begin in (B)(6) 2019. The lead will continue to be monitored. The patient was asymptomatic and stable.